Manufacturer narrative:
D9 - date returned to mfg: 2/14/2025. One device was returned for analysis. Review of the event history log (ehl) showed a high alarm displayed: cassette locked but not latched. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a defective latch lock flex. As a result, latch lock flex was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an unresponsive latch lock. During physical inspection, it was found that there was a damaged latch lock flex sensor. There was no patient involvement, and no patient injury was reported.